Event description:
It was reported to the manufacturer by the end user, per the end user, "the patient was sitting on the side of the bed eating breakfast on the obtable. Patient remembers the obtable moving and then she fell to the floor. The patient refused to go to the hospital after the incident. The next day the patient requested to go to ER and received confirmation of bilateral femur fracture." (B)(4) were entered into our system to have the obtable returned to joerns for investigation. As of this writing, the obtable has not been returned.